Event description:
The customer reported that the battery failed to charge.

Manufacturer narrative:
(B)(4): the customer reported that the battery failed to charge. It was reported to philips that the unit failed to power up on battery power. The unit was evaluated locally by a philips field service engineer and the failure was verified. Replacing the battery resolved the failure. The unit passed all post servicing testing and the unit remains at the customer site with the new battery installed.